Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 41-53 mg/dl; cause was not known. The customer consumed carbohydrates and changed the cartridge to address the bg level. Customer declined to further troubleshoot with tandem technical support.

Manufacturer narrative:
Device not returned.